Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot information has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the physician attempted to place an xpert stent system. There was no stent mounted on the stent delivery system (catheter). The physician noticed that there was no stent on the balloon when an attempt was made to deploy the stent. A second device was used on the patient to complete the procedure. No additional information available.